Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor and active exhalation control module. The blower motor and active exhalation control module were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to contamination. The active exhalation control module was evaluated by the manufacturer's quality assurance laboratory. The root cause of the active exhalation control module failing was caused by the proportional valve being stuck open.

Event description:
The manufacturer received information alleging a ventilator would not calibrate. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module and blower motor were replaced to address the issues.